Manufacturer narrative:
Product event summary: it was reported that the controller ac adapter was unable to provide power. One (1) controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the unit passed visual inspection but failed functional testing due to an open input fuse. The open fuse prevented the controller ac adapter from providing power, confirming the reported event. The most likely root cause of the reported event can be attributed to an open fuse, due to a combination of a reduced fuse in-rush current rating along with the absence of a current-limiting thermistor. An internal investigation investigated open input fuses associated with controller ac adapters, catalog number 1430xx. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter was unable to provide power. The controller ac adapter was exchanged. No patient complications have been reported as a result of this event.